Event description:
Healthcare professional reported left side rupture and hole, non-specific observed during surgery. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, severe wrinkling and moderate implant palpability. Patient later reported capsular contracture, baker grade IV and removal from textured to smooth due to the concerns of the healthcare professional reported left side rupture and hole, non-specific observed during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture/use error: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ wrinkling: observed crease fold on the device. Additional observations: ¿ wear abrasion and stress marks observed on the device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, severe wrinkling and moderate implant palpability. Patient later reported capsular contracture, baker grade IV and removal from textured to smooth due to the concerns of the product. The device was implanted after its expiration date. Healthcare professional later confirmed capsular contracture, baker grade IV. Patient later reported rupture. Healthcare professional later reported rupture and observations during surgery "hole, non specific". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "implant removal from textured to smooth due to the concerns of the product".

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, severe wrinkling and moderate implant palpability. Patient later reported capsular contracture, baker grade IV and removal from textured to smooth due to the concerns of the product. The device was implanted after its expiration date. Device remains implanted.